Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (rca). The whisper guide wire was positioned in the diagonal vessel and a xience prime stent was implanted in the distal rca. During an attempt to remove the guide wire, it was observed that the guide wire was under the stent struts, and resistance was met. A balloon catheter was advanced in an attempt to remove the guide wire. After repeated attempts, the guide wire was able to be removed; however, angiography revealed the distal fragment of the guide wire remained in the anatomy, at the proximal edge of the implanted stent. After removal of the guide wire, the tip separation was confirmed. A snare device was used in an attempt to retrieve the guide wire portion, but was unsuccessful. Multiple balloon inflations were made, and a 3.5 x 8 xience v stent was implanted proximally, overlapping the previously deployed stent. Final angiography confirmed a good flow, and the guide wire fragment was completely covered by the stents. No additional information was provided.

Manufacturer narrative:
(B)(4). Factors that may contribute to resistance while in the lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In this case, it was reported that the guide wire was observed under the stent struts during an attempt to remove the guide wire. The reported difficulty was likely the result of the guide wire being under the stent struts. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the guide wire in this trapped state would exceed design limits and cause the reported separation. In this case, the reported guide wire separation was likely the result of the guide wire being trapped under the stent struts. A snare device was used in an attempt to retrieve the separated portion of the guide wire but was unsuccessful. The guide wire separated portion was completely covered by the stents. The guide wire was not returned which may have aided in the evaluation. The reported difficulty and guide wire separation appears to be related to operational context of the procedure. Manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for this lot. There is no indication of a product quality deficiency.